Manufacturer narrative:
(B)(4). Suspect device hasn't been received at this time by carefusion. If the device is returned then a supplemental report will be submitted after an investigation is completed.

Event description:
The customer reported that the suspect vela ventilator displayed multiple alarms (motor fault alarm, ventilator inoperable, transducer fault alarm, low minute ventilation (ve) alarm, and circuit disconnect alarm). At this time, it is unknown if there was any patient involvement associated with the reported malfunction.

Manufacturer narrative:
Results of investigation: a vyaire failure analysis lab technician was able to verify the customer's reported issue. Bench testing revealed that transducer pt800 is failing and transducer pt802 has failed.